Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system at 4 pounds due to moisture damage on the force sensor resistor. The pump had intermittent button response due to corroded keypad traces. There was no moisture damage found on the electronics, motor, battery tube and vibrator assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 390 mg/dl at the time of incident. The customer stated that he took a shot to lower his blood glucose. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.